Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 840 mg/dl and a high ketone level identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 1/19/23 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.